Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege that the patient may undergo revision surgery in the future if indicated by his doctor for discomfort, hip pain and loosening.